Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical (iesu) to resolve the issue. Isi received the da vinci product to perform failure analysis. The iesu was analyzed and found to trigger c-34 and c-00 on startup on the in-house system. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, erbe generator errors occurred. The erbe was powering on with errors c-34 and c-00. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer tried to power cycle the erbe generator, replace the instrument, and replace the energy cable, but the issue persisted. The tse viewed system logs and confirmed error c-34 but was not able to confirm c-00 errors. The tse had customer perform a hard reboot on the erbe, but the errors persisted. The tse inquired if the customer had a backup force triad generator, and the customer did not. The tse inquired if customer had another vision cart available; the customer said the surgeon had elected to convert to laparoscopic surgery to finish the procedure. The procedure was converted to laparoscopic surgery with no reported injury.